Manufacturer narrative:
D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). H4: device manufacture date: unknown, as the involved product lot # was unknown. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a hematoma was observed when a radial sheath was removed and a tr band regular was inflated. A second band was placed, and hemostasis was observed. They did not believe that the band malfunctioned, rather that the puncture site access and tr band placement proximal to the puncture site was to blame. The procedure performed for the patient was a percutaneous coronary intervention. The patient condition was good, stable, and not in pain. The estimated blood loss was less than 250cc. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 09may2024: the hematoma was treated using a second tr band. The procedure being performed prior to the tr band was a percutaneous coronary intervention (pci). A statement was made that the patient was being over heparinized prior to the procedure. The customer believes the issue was due to the physician's technique. The territory manager has been present during the procedure and states that the physician is placing the tr band too high above the puncture site. Additional training and suggestions have been provided.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the tr band was placed incorrectly initially, leading to a hematoma. The user likely placed the band above the access site, resulting in incomplete hemostasis, as stated in the complaint description. The tr band IFU was reviewed, and it states: "2. Align the green marker, which is located on the center of the compression balloon (large), 1-2mm proximal to the puncture site and fix the belt on the wrist with the adjustable fastener." Review of DHR cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).